Manufacturer narrative:
We are unable to confirm or determine the root cause of the needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the needle mechanism failed to deploy. The pod was worn for less than 1 hour and no adverse patient impact was reported.